Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was preoperatively diagnosed with l1 burst fracture and paraplegia and underwent the following procedures: total laminectomy l1 to t12. Decompression of canal l1 to t12. Placement of bilateral pedicle screws t11, t12, l2, and l3. Posterolateral fusion t11 to l3 with utilization of rhbmp-2/acs, and bone graft matrix. Utilization of morcellized autograft for posterolateral fusion. Utilization of the operating microscope. Utilization of intraoperative fluoroscopy. As per the operative notes: ¿at this point, a 6.5mm x 50mm screw was placed. Likewise, on the right side at l3, the pedicle was accessed using a needle. A guidewire was placed, the needle was removed, and a 5.5mm tap was used to access the t12 vertebral body. This was removed, and a 6.5 x 45mm cannulated pedicle screw was placed on the right side at t12. At this point, there was a portion of morcellized autograft remaining, and over the facet joints at l2-3 and t11-t12, these were burred down slightly and the morcellized autograft, which was remaining after we completely used the bone graft matrix and the rhbmp-2/acs, was placed over the facet joints at t11-t12 and l2-l3. Looking again at the ap and lateral fluoroscopy, there was a question about medial placement of the left l2 pedicle screw¿. The patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.